Manufacturer narrative:
Philips has investigated this complaint. While performing a service activity on the system, a philips field service engineer (fse) identified that the led indicators for battery and wi-fi signal were defective on the wireless footswitch. The fse replaced the wireless footswitch and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that customer requested a replacement wireless footswitch. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. While on site to implement fsca 2021-igt-pun-011 on the system as scheduled, a philips field service engineer (fse) identified that the led indicators for battery and wi-fi signal were defective on the wireless footswitch. The fse replaced the wireless footswitch, and the system was returned to use in good working order. The wireless footswitch was returned for analysis, which confirmed that the led indicators were defective. The zenition 70 has been designed to have a built-in redundancy in the form of a handswitch. If the wireless footswitch fails to activate x-rays, then the user can switch to the wired or the handswitch seamlessly to continue and complete the procedure. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred without patient involvement and was identifiable prior to procedure commencement. Alternatively, a second (wired) footswitch and handswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.